Event description:
It was reported that contact point for electrode #3 on the lead component of the implantable neurostimulator (ins) system was bent at a 90 degree angle. It was also reported that the lead was dislodged. This made for a difficult lead disconnection as it potentially could have damaged the lead. The physician was able to manipulate the lead back into place. At the time of this report the only outcome was reported as "no death". Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported the item in question was an extension to a lead and was not designed for permanent implant. The offending extension was removed, as it was supposed to, and the patient had a complete working system implanted. No death, no damage, just a weak link in the testing percutaneous extension.

Manufacturer narrative:
Product ID 3889-28, lot# 0205969002, serial# implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the extension revealed no significant anomaly. It was noted the extension had been cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_perc_extension, serial# unknown, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.